Event description:
The lay user/patient contacted lifescan in 2008 and alleged that her one touch ultra2 meter was displaying a message. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred on eighteen days earlier at around 2.00 pm. She mentioned that an error message was displayed, however, it is unknown as to which error message was obtained. As a result of the alleged issue, she reportedly took her usual dose of diabetes medication (metformin 30 mg). The patient also reported that she experienced blurry vision, dry/itchy skin, was thirsty and tired after the reported issue began. On the same day (time unknown), she was tested on the doctor's meter with a result of 115-145 mg/dl. She was not given any medical treatment. At the time of troubleshooting, it was verified that this was not a new product and there was no meter trauma. The alleged issue was not resolved with troubleshooting. This complaint is being reported because the patient claimed to have experienced symptoms suggestive of hyperglycemia after the reported issue began. The alleged issue was not resolved with troubleshooting. She was not administered any treatment at the doctor's office. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.